Event description:
Literature: xiaowu h, xiufeng j, xiaoping z, et al. Risks of intracranial hemorrhage in patients with parkinson's disease receiving deep brain stimulation and ablation. Parkinsonism relat disord. Feb;16(2):96-100. Summary: the study analyzed risk factors (pt age, sex, blood pressure, anatomical targets, number of microelectrode recording penetrations and surgical modality) for hemorrhage in large series of deep brain stimulation (dbs) and ablation procedures in patients with advance parkinson's disease (pd). Event: one pt experienced asymptomatic intracranial hemorrhage (ich) following dbs placement. The ich was identified by CT and MRI either in the trajectory tract or target site. The pt had no obvious clinical symptoms. The hematoma was absorbed spontaneously after a conservative treatment. The overall asymptomatic cerebral hemorrhage rate was 2.21% (13/589 procedures) and 0.48% (1/207 procedures) for dbs. There were no symptomatic cerebral hemorrhages as a result of dbs. See literature article with MFR report #3007566237201002843.

Manufacturer narrative:
(B) (4).